Event description:
It was reported that during a cardiac ablation procedure, the mapping catheter could not be inserted into the balloon and subsequently became kinked, necessitating replacement to complete the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 230424942 was returned and analyzed. Visual inspection of the loop showed it was intact with no apparent issues or damage. Visual inspection of the pebax tubing showed the outer diameter of the pebax tubing/shaft joint measured out of specification. Visual inspection of the shaft showed it was kinked approximately 29.2 inches from the lemo connector. Visual inspection of the electrodes showed they were intact with no apparent issues. All electrodes were present on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of the introducer showed it was intact with no apparent issues or damage. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. In conclusion, the reported shaft kink was confirmed during analysis. The mapping catheter failed the returned product inspection due to the shaft kink and the shaft/pebax tubing joint outer diameter measurement out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.